Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the hemostatic valve of the sheath was leaking blood, it had to be replaced. Surgery was delayed due to the reported event for 2 minutes. Procedure was successfully completed. No patient consequences were reported. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. Picture was attached. The sheath was used on the patient. Air did not enter the patient¿s body. Minimal amount of blood was lost, as the sheath was replaced with another one.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 50000135, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).